Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. The device locked as intended, however, the orange indicator over traveled. No conclusion could be reached as to what may have caused the finding. It should be noted that an investigation was initiated to address the potential root cause of jaw opening issues. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to fire the device and the device locked out. Another like device was used to complete the procedure. There were no adverse consequences for the patient.